Event description:
On 21-may-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 43 year old female patient with sickle cell disease, presented with chest pain. The patient also tested positive for cocaine, thc, and opiates. Return product is not available for investigation. Method: date: result: I-stat, (B)(6) 2026, >1000; I-stat, (B)(6) 2026, <2.9; I-stat, (B)(6) 2026, <2.9; I-stat, (B)(6) 2026, <2.9. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n, (ng/l, pg/ml): (ng/l, pg/ml); female: 490, 13, (10, 17); male: 404, 28, (19, 58); overall 895, 21, (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.